Event description:
It was reported that the device was at elective replacement indicator (eri) earlier than expected due to chronic high thresholds on the right ventricular (rv) lead which required the device to pace at high outputs. The device was explanted and replaced; the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID sesr01 ipg, implanted: (B)(6) 2011. (B)(4).